Event description:
It was reported by the facility that they are having issues with titrating patient infusions for an unspecified quantity of novum iq large volume pumps. This was further described as "for hemodynamically unstable patients its not always possible to unload and shift the tubing when doing rate increases of 100% or more. Instead the patient is clinically assessed to see if they are responding as expected to the new rate (titrate to response). The drip chamber is checked to see if drops are falling at an approximate rate (if running at 999 ml/hr should see rapidly falling drops). If the patient does not respond as expected, they will continue to run the infusion while setting up a new infusion with a new pump and new tubing. They will discontinue the previous infusion only when new set up is ready to start." They use this ¿double pump¿ method for 5-10% of their critical care patients. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.